Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no known patient impact or consequences.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 3 reported events were not confirmed. Evaluation results 3 devices were found to be affected by customer exceeding duty cycle.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter.   Product return status: 3 devices were received.   Event confirmation status : 3 device evaluations are still in progress. Additional information : 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no known patient impact or consequences.